Event description:
Balloon from taxus des difficults remove after deployment of stent. After removal of balloon, coronary perforation laceration present requiring deployment of jomed stent graft. Suspect laceration of artery from failure of balloon to completely deflate following stent deployment. Pt asymptomatic without clinical sequelae following procedure. Stent had been deployed with high pressure, was appropriately sized to vessel. Md attempted to remove the balloon by negatively aspirating and reinflating as recommended by rep.